Manufacturer narrative:
.

Event description:
It was reported that vns patient has a high lead impedance problem. It was reported that the vns system was disabled following the high impedance result. X-rays were taken and were reported by the physician to be unremarkable. It was reported that during the previous follow up visit, patient's medications were decreased. It was reported that the lead impedance during that previous visit was within normal limits. It was reported that following previous visit, the patient reported an increase in seizures, pre-vns baseline unknown. It was reported that patient had fallen on his head. Review of manufacturing records confirmed all tests passed for the lead and generator prior to distribution.